Event description:
A journal article was reviewed which contained information regarding this lead. The patient was admitted to the hospital with "uncontrollable spontaneous muscular movements" and "twisting of the left shoulder and arm." Of note, the patient had recently undergone the implantation of a pacing system. Interrogation of the device confirmed that there was no atrial capture. The lead tip had moved away from the original implant site. Loops of the lead were seen "coiled" around the device. The lead was replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "use of an active fixation lead and a subpectoral pacemaker pocket may not avoid twiddler's syndrome." Ann. Pediatr. Cardiol. July 1 2012;5(2):203-204.